Manufacturer narrative:
Film evaluation summary: the reported device labelling/incorrect length issue could not be confirmed on the films provided; therefore the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy so it is unknown if anatomical factors (e.g. Tortuous access vessels) may have contributed to the perceived incorrect limb length. The device is pending return for analysis and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 53 mm abdominal aortic aneurysm. It was reported that an angiography was performed and the physician requested a 124 length limb, as the physician felt that the 156 would be too long. It was stated that when the physician inserted the 124 device to the flow divider, it was noted that the device would have landed approximately 4 cm above the flow of the intended landing zone. It was reported that the device was not deployed. Alternatively, a 156 limb was implanted successfully. As per the physician, cause of the event was that the length of the device was incorrectly labeled. It was stated that the physician felt that the device appeared shorter. No additional clinical sequalae were reported and the patient is fine

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. Two kinks were observed on the graft cover 6.1cm and 12.1cm from the tip. There was no further damage evident to the device. The graft was deployed with no abnormalities noted. The deployed graft length was measured at 124mm. A severe kink was observed on the spiral inner at the distal end of the stent stop. The end of the stent stop was slightly damaged. The reported graft length deviation was not confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.